Event description:
The adhesive on the dexcom sensor is causing a rash and sometimes leaves my sons skin burnt, and extremely raw, as a type 1 diabetic, he can't be having this, it can cause major infections.